Event description:
A healthcare professional reported a retrospective study published in the escrs 2024 posters, entitled. "Long-ter outcome and realated-risk factors in implantable collamer lens (icl) implanted of high myopia." The article states that following an implantable collamer lens (icl) implantation procedure, patients experienced a healthcare professional reported a retrospective study published in the asia-pacific journal of ophthalmology, entitled. "Immediate versus delayed sequential bilateral icl implantation: a retrospective study comparison of vault height and visual outcomes." The article states that following an implantable collamer lens (icl) implantation procedure, patients experienced cataracts and glaucoma. The study concluded it indicates that icl implantation is effective for high myopia, and main complication is a cataract by 10 years. It also suggests that iop should be regularly monitored. Age and low-vault icl may affect either ecl or cataract. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
A1 - unk a2 - unk a3 - unk a4 - unk a5 - unk a6 - unk b3 - unk d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry) d4 - unk d6a - unk h4 - unk claim# (B)(4).

Manufacturer narrative:
Correction data: b5 - reported as; healthcare professional reported a retrospective study published in the escrs 2024 posters, entitled. "Long-ter outcome and realated-risk factors in implantable collamer lens (icl) implanted of high myopia." The article states that following an implantable collamer lens (icl) implantation procedure, patients experienced a healthcare professional reported a retrospective study published in the asia-pacific journal of ophthalmology, entitled. "Immediate versus delayed sequential bilateral icl implantation: a retrospective study comparison of vault height and visual outcomes." The article states that following an implantable collamer lens (icl) implantation procedure, patients experienced cataracts and glaucoma. The study concluded it indicates that icl implantation is effective for high myopia, and main complication is a cataract by 10 years. It also suggests that iop should be regularly monitored. Age and low-vault icl may affect either ecl or cataract. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. - correct to; reported as; healthcare professional reported a retrospective study published in the escrs 2024 posters, entitled. "Long-ter outcome and realated-risk factors in implantable collamer lens (icl) implanted of high myopia." The article states that following an implantable collamer lens (icl) implantation procedure, patients experienced cataracts and glaucoma. The study concluded it indicates that icl implantation is effective for high myopia, and main complication is a cataract by 10 years. It also suggests that iop should be regularly monitored. Age and low-vault icl may affect either ecl or cataract. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Claim#(B)(4).